Event description:
The user facility reported that two pts reportedly absorbed excessive amounts of carbon dioxide during their therapeutic laparoscopy procedure. Both pts reportedly had difficulty waking up post-procedures. One of the two pts reportedly spent time in ICU.

Manufacturer narrative:
The subject device referenced in this report was returned to olympus (B)(4) for eval. The device passed all functional tests and no anomalies were found. The exact cause of the user's experience could not be conclusively determined. If add'l info is received at a later date, this report will be updated. This report is being submitted as a medical device report in an abundance of caution. This is one of two mdrs associated with this report. Please cross-reference MFR report number 8010047-2011-00157.